Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this patient felt three stimulations in their right pectoral area on (B)(6) 2024 following a lead repositioning on (B)(6) 2024 after the lead had dislodged. Hmsc data shows normal lead trends in normal range. Patient will be brought in for evaluation. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.